Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump received with cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer called in to report that she had high blood glucose of 130 mg/dl and the insulin pump is alarming button error. Troubleshooting was performed per specifications. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.